Event description:
Caller reported a malfunction on the pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer was assisted by technical support in resetting the pump, and the malfunction code did not recur afterwards, allowing the customer to continue using the pump. Technical support advised the customer to call back if the malfunction code appears again.